Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient wanted to check ins with remote and saw por-power on reset. There was no symptom reported with the event.